Manufacturer narrative:
(B)(4). (B)(6). The reported condition was not confirmed in the event history log. There were no keystrokes, programming, or use related events that would indicate and/or contribute to the problem. The device was visually inspected and an issue unrelated to the reported issue was found. No specific action was taken for the reported problem. The unit was repaired and it passed all check and calibration tests successfully. There were no keystrokes, programming, or use related events that would indicate and/or contribute to the problem. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a homechoice device experienced an unknown system error alarm while performing peritoneal dialysis therapy (details not provided). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The evaluation of the homechoice (hc) device was completed. It included a one hour simulated therapy that was completed without error or alarm. Although there was an issue found during the device history record review with a system error (se) 2042, it was determined to not be associated with the reported condition. The event history log review noted several alarms including ses, but none occurred on the day of the reported event. However, the se 1026 was the last se alarm noted in the log prior to this report, while the se 2240 that was noted earlier in that same log was already addressed in (B)(4). The reported event of an unknown se alarm was verified as the se 1026 and the cause could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.